Manufacturer narrative:
A manufacturing review that included a review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Adhesions is listed in the adverse reaction section of the IFU as a possible complication. Photos of what is reported to be the explanted mesh were provided. The photos are not clear and show what appears to be some sort of explanted material with tissue attachment. By reviewing the photos there is no way for us to identify or determine a root cause for the patient's postoperative experience. Based on the information provided, including review of the provided photos we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's postoperative experience. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2014 - the patient underwent a ventral hernia repair with implant of the bard ventralight st w/ echo device. On (B)(6) 2015 - the patient is reported to have developed swelling and redness at the previous hernia repair site. She underwent an abdominal CT scan and was treated with antibiotics for suspected cellulitis. As reported the patient was treated on and off for cellulitis/possible infection with antibiotics and did not pursue additional treatment because she did not have insurance. On (B)(6) 2016 - the patient presented to the ER due to a draining wound. At this time, the patient was diagnosed with chronically infected mesh and was treated with antibiotics. On (B)(6) 2017 - the patient underwent explant of the ventralight st mesh which is stated to have been adhered to the umbilicus which was also removed at this time. An unknown mesh was placed to repair the defect.